Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. Facility name complee: (B)(6) university medical school (B)(6) hospital, (B)(6) branch (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed false negative hiv results while using the architect hiv ag/ab combo assay. The customer provided the following data: initial 0.1 s/co. The patient of this specimen indicated that she had a positive result at another hospital ((B)(6)). It as indicated that the positive results were generated using elisa and colloidal gold. The (B)(6) hospital sent the sample to the local cdc for testing (method unknown), and the test results were also positive. A new specimen was drawn and tested using the architect hiv ag/ab combo assay, again generating a negative result: 0.15 s/co. This specimen was re-tested using the colloidal gold method and was positive. The specimen was also tested using the roche ecl method and generated a negative result. No adverse impact to patient management has been reported.

Manufacturer narrative:
Additional information was received by the customer on 05/14/2018. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Retest data of the patient specimen was provided, as follows: retest data of the patient specimen was provided, as follows: retested using the architect hiv ag/ab combo assay: sid (B)(6): initial0.22, retests 0.23 and 0.23. The specimen was also retested using the mikrogen recomline hiv-1 & hiv-2 igg assay: no bands were found. The specimen was deemed negative.

Manufacturer narrative:
Catalog number size code updated from -22 to -32. Evaluation: further investigation of the customer issue included a review of the complaint text, testing of return specimen, in-house testing, design history record review, a search for similar complaints, and a review of labeling. A return specimen was provided by the customer. A return sample was tested using a sensitivity testing protocol with lot 82376li00 (the lot in question was not available), the sample was non-reactive (0.22, 0.23 and 0.23 s/co) upon inhouse testing. Additionally, the sample was also tested using the the hiv-1 and hiv-2 western blot testing which gave negative results (mikrogen recomline hiv-1 & hiv-2 igg). A sensitivity testing protocol was executed using in-house material of lot 83133li00; testing met the acceptance criteria and determined the reagent is performing acceptably. The design history record review did not identify any non-conformances, deviations or potential nonconformances of the lot in question. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo assay, list number 04j27, lot 83133li00 was identified.